Event description:
It was reported that device entrapment occurred. A rotapro 1.50mm and rotawire drive were selected to treat a 90% stenosed, severely calcified and moderately tortuous lesion in the left anterior descending artery. During the revascularization procedure, it was noted the devices were stuck together. The procedure was completed with replacement devices and no patient complications were reported.